Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and users were unable to access the system. The customer attempted to reboot the device and unplugged and reconnected the power supply; however, the issue persisted.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the screen was frozen and users were unable to access. A technical support specialist dialed into station for the second time and observed the station displaying a white blank screen, rebooted the station and successfully logged in afterward with no delays or freezing, reviewed med application and database synchronization logs, with no related errors found. As per customer input, the issue required unplugging the unit to recover from freezing, followed knowledge article (ka) - 000012246 to check for database corruption; no corruption was identified and the database was within normal parameters, checked event viewer and found critical power event identity 41 occurring 13 times, indicating unexpected shutdowns. The field service engineer replaced all in one (aio) and verified full functionality using the hardware test application, customer inventoried multiple medications across storage locations, confirmed the patient list was current, and verified that reports generated as expected. The system functioned as intended after the field service engineer repaired the device.